Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the customer had been hospitalized twice within one week due to diabetic ketoacidosis. Customer's doctor requested assistance adjusting the insulin pump's settings. No further details on the hospitalization were provided.